Event description:
It was reported that during a diep flap procedure, the surgeon fired the clip over a 4mm vessel that connects to the common femoral artery (in groin). The surgeon indicated this is a hard dissection and exposure is not great. The vessel was isolated and medium clips were used; two clips distally and one proximally. The device was not reloading when placing the clips, so the jaws divided the vessel. The jaws of the device acted like a scissor and severed the vessel instead of clipping. This was not the initial firing of the device. The patient lost 600ccs of blood and required one unit of blood during the procedure. The surgeon had to cross clamp the femoral artery to repair the vessel. The repair extended the procedure time by one hour. Hospitalization for the patient was prolonged for two additional days due to this repair, but it is not known if the additional time was in the ICU. Patient has been released and is doing fine. The devices will not be released for analysis at this time.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.